Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. The battery that was used during the event, was not returned to physio. From the downloaded patient record from the event, it was observed that the device had prompted 'replace battery', delivered a shock and was powered off by the user. The user disconnected the patient from the device and turned the device off 36 seconds later. Physio will return the device to the user. A conclusive cause of the reported issue could not be determined.

Event description:
It was reported to physio-control that the battery charge on the customer's lifepak 1000 AED went from two bars to zero (depleted) after the first defibrillation shock was administered to a patient. The device then powered off and emitted a beep. A lifepak 15 monitor/defibrillator was used to continue treatment of the patient. The patient expired.